Manufacturer narrative:
The alb2 reagent lot number was 758476 with an expiration date of 31-jan-2025. The tp2 reagent lot number was 775869 with an expiration date of 30-apr-2025. The field service engineer (fse) replaced the gear pump head and adjusted the gear pump pressure. Calibration and qc were acceptable. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for alb2 albumin gen.2 (alb2) and total protein gen.2 (tp2) on a cobas 8000 c 702 module. Patient 1 initial alb2 result was < 2 g/l. The repeat result was 34.2 g/l. The initial tp2 result was < 2 g/l. The repeat result was 64.5 g/l. Patient 2 initial alb2 result was < 2 g/l. The repeat result was 40 g/l. The initial tp2 result was < 2 g/l. The repeat result was 77 g/l. No questionable results were reported outside of the laboratory.